Event description:
It was reported that the pump had a cassette not attached properly, reattach cassette error. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the dso seal degraded. No evidence found in the review of the event history log. During the functional testing, the customer reported problem was able to be confirmed. The cause of the problem is unknown. The dso sensor, latch/lock and flex sensor were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.